Event description:
It was reported to nova biomedical that a consumer received a fasting result of 194 mg/dl on their blood glucose meter at 7:30 am. The consumer administered 20 units of insulin based on that result. According to the consumer's wife, the consumer delayed eating for an hour and subsequently experienced a hypoglycemic event requiring medical intervention at the emergency room. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.